Event description:
Slight pain in lower stomach / pain in lower abdomen [abdominal pain lower]. Part of a tampon stuck inside the vagina [foreign body in reproductive tract]. Piece of tampon stuck in body [device breakage]. Case description: consumer contacted via phone and stated that she removed a tampon and a piece remained stuck in her body. No serious injury was reported.

Manufacturer narrative:
23-sep-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Slight pain in lower stomach / pain in lower abdomen [abdominal pain lower]. Part of a tampon stuck inside the vagina [foreign body in reproductive tract]. Piece of tampon stuck in body [device breakage]. Consumer contacted via phone and stated that she removed a tampon and a piece remained stuck in her body. No serious injury was reported.